Event description:
It was reported that the pump was shutting down intermittently. As a result of the issue, the customer has experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value and a specific date on which this has happened was not given. The customer addressed their bg at the time with a correction bolus. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.